Event description:
X-fuse implant expanded through the cortical wall of a finger. A new surgery was required.

Manufacturer narrative:
After discussion, the surgeon recognized that the implantation of x fuse with a cyst on the finger was a real contra-indication. The root cause of the event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.